Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The resistance with the guiding catheter was not confirmed. The reported damage tip was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, non tortuous, and moderately calcified lesion in the mid right coronary artery. An attempt to advance a 4.0x23mm xience alpine stent delivery system (sds) and buddy guide wire through a 7f guide catheter was made; however, the sds met resistance with the guide catheter and the the tip of the sds was mangled. The sds did not exit the guide catheter. Everything was pulled out as a unit and the procedure was successfully completed with a new 4.0x23mm xience alpine stent. There were no adverse patient effects and no clinically significant delay in the procedure. The return device analysis identified the distal tip had two splits going proximally for a length of 2mm. No additional information was provided.